Manufacturer narrative:
H6 updated. Corrected data. D1 and d4 updated.

Manufacturer narrative:
H6 medical device problem code a150203 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Difficult to place or position: the cause of the difficult to place or position was patient condition due to the patient's tortuous aortic arch. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 66 year old male patient who had an impella 5.5 successfully implanted under transesophageal echocardiogram and fluoroscopic guidance. After implantation, the patient developed bigeminy, and the pump was noted to be rocking on tee. Multiple repositioning attempts were performed, achieving a mid-ventricular stable position at approximately 4.8 cm; however, stable positioning was challenging due to a tortuous aortic arch. The care team elected to explant the impella 5.5 due to concern that the pump would not remain stable with patient movement. The impella 5.5 was removed, and an iabp was inserted.